Event description:
The customer reported that the system was down due to corrupt software. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and power supply were replaced and the system software was reloaded. The system was then found to be operating as intended.